Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo, 80% stenosed lesion in the left superficial femoral artery. While removing the deployment system of the supera from the sheath, 3 cm of the stent was pulled out with the deployment system from the sheath. Subsequently the entire stent was pulled out with the deployment system and a supera 5 x 150 was placed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not reveal a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was provided: the supera stent looked like it was fully deployed at the lesion site; however, while removing the deployment system the unsheathed supera stent came out with it. The supera stent might have caught on to the supera sheath during removal. The thumbslide was pushed up and down several times before and after unlocking the deployment lock to ensure that the supera was fully deployed. No additional information was provided.